Event description:
It was reported that the pump running symbol was dark and hard to see. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the reported event of dim pump running leds was confirmed. A review of the downloaded controller event log file spanned approximately 23 days ((B)(6) 2025 ¿ (B)(6) 2025 and (B)(6) 2025 per time stamp). The pump maintained a speed within the expected range without issue while the driveline was connected indicating that the pump was running regardless of the leds being dim. The returned system controller, serial (B)(6), was noted to have both pump running leds projecting very little light. The system controller was functionally tested and found to operate as intended during analysis. The system controller was able to support pump function for an extended period of time. No alarms were produced while testing. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective action was initiated to address this dim leds issue, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use rev. A section 8-¿equipment storage and care¿ and heartmate 3 patient handbook rev. C section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.